Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed to be clogging the nozzle appeared to be a black rubber-like substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or facility device reprocessing information was reported, however, the issue was likely the result of user handling/insufficient cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged by remains. It was also found that rubber gluing peeling off, and bending tube deformed due to a physical stress. Additionally, air and water flow issue was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope air channel was clogged. Inspection and testing of the returned device found a nozzle clogged by remains. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.